Event description:
It was reported that neuro screw backed out of the implant site post surgery. Patient required revision surgery to remove the screw.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.